Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while in operating room, an out of box backup controller was unable to unscrew back of controller. Screw turned but did not release controller back from controller housing. New backup controller was obtained from shelf stock. Out of box failure controller was planned to be sent back and warranty replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty removing one of the backup battery cover screws was confirmed during evaluation of the returned system controller (serial number: (B)(6). When attempting to remove the backup battery cover, the screw nearest to the power cables was able to turn; however, it did not release easily from the controller. Increased mechanical force was required to fully remove the cover. Once removed, it was observed that the affected screw did not have any threading. The remaining backup battery cover screws were observed to be in unremarkable physical condition and functioned as intended. Aside from the unthreaded screw, the returned controller passed all steps of functional testing and was able to support the operation of the pump without issue. A manufacturing task was previously completed to further investigate the issue of unthreaded screws in the backup battery cover. This task concluded that the most probable root cause of the issue was material, and the screw was likely provided to abbott in an unthreaded state. An additional step for visual inspection of screws was added to the manufacturing procedure. The controller on this event was manufactured prior to the procedural update. The device history records were reviewed, and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 2 ¿ "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿, explain how to properly care for all equipment. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.